Event description:
It was reported that the ventilator had a low flow condition and was alarming for low pressure while connected to the pt. The respiratory therapist noticed the ventilator led light for the airway pressure was indicating good airway pressures (21-28). The pt switched over to the backup ventilator. No reported harm to the pt.